Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the walking beam was bent causing it not to move when tightened, which confirmed the original complaint issue. Additionally, the caster fork was bent, the left motor had no output, and the gas locking cylinders were leaking.

Event description:
Tbm states the front swing arm on right side. Has been replaced and the two bolts that attaches to the battery box there is a gap when tightened and snug the suspension will not move, when loosened the swing arm works fine. Tbm states there may be something bent and alleges the weld may be the issue

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm states the front swing arm on right side has been replaced and the two bolts that attaches to the battery box there is a gap when tightened and snug the suspension will not move, when loosened the swing arm works fine. Tbm states there may be something bent and alleges the weld may be the issue